Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 19-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflect user's programmed basal rates. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 5:37am on 1/21/17. There was no evidence of delivery malfunctions observed. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.